Event description:
The physician was utilizing the turbohawk on the superficial femoral artery (sfa) in-stent restenosis. The intended lesion was just proximal to a previously placed stent. While the physician was excising the plaque he got too close to stent and got hung up on stent strut. The physician at that point tried to close the cutting window and the device ceased up. Then the physician attempted to remove the device but had difficult time doing so. After several attempts the physician was finally able to dislodge the device from the stent and removed the turbohawk from the patient. Upon removal, there was a stent strut visualized at the cutting window. Further pta had to be performed at the site of entanglement. The patient appeared to be unaffected.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Evaluation of the returned device on (B)(4) 2015 found the drive shaft proximal to the cutter head assembly (cutter and blank) exhibited a wrapped section of a stent. This condition has been observed when the turbohawk device is advanced through, and is wrapped by, a deployed stent. The entangling of the stent component in the turbohawk drive shaft prevented the thumbswitch-drive shaft-cutter head assembly from moving either forward or backward relative to the distal tip assembly. (B)(4).